Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave catheter was selected for use. After the application, the port broke off when the annulus was withdrawn from the irrigation port. This issue was observed outside of the patient. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
During a pulse field ablation, a farawave catheter was selected for use. After the application, the port broke off when the annulus was withdrawn from the irrigation port. This issue was observed outside of the patient. The procedure was completed without any patient complications. The device is expected to be returned for analysis.